Event description:
A confirmed motor stall and motor stall recovery was recorded in the event logs. The motor stall occurred on (B)(6) 2011, at 10:32, and recovered (B)(6) 2011 at 9:09. The patient experienced increased pain the night of (B)(6) 2011. The stall was not related to magnetic resonance imaging and it was believed to be not related to electromagnetic interference. The pump contained clonidine and bupivacaine. The physician decided to replace the pump 3 days later. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).